Event description:
Caller reported customer testing with the freestyle meter and getting erratic results. In 2003, customer tested receiving a result of 65 mg/dl and one minute later a result of 135 mg/dl was obtained. In 08/03, customer tested receiving a result of "hi" (>500 mg/dl) and one minute later a result of 280 mg/dl was obtained. Reported comparison results vary more than 20%.